Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet did not appear to charge overnight despite the charger showing a green light, after which the device powered on and entered initial setup; the issue was associated with the battery component and described as premature battery discharge. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem found, with the reported behavior linked to the battery component and consistent with premature battery discharge leading to device setup after full depletion. It was concluded, based on previously established findings for similar reports, that the cause was no problem detected.